Manufacturer narrative:
Medical device problem code 1494 ¿ indications for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a transcatheter aortic valve replacement procedure using a 16f sheath. Reportedly, when the plunger was pulled out for two proglide devices, a suture break was noticed. Two other proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed. A review of the manufacturing records and exception management system revealed no manufacturing nonconformities or exception issued to the reported lot that would have contributed to this event. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.